Event description:
It was reported that while unpacking the 2.75x32mm taxus liberte stent for a percutaneous transluminal coronary angioplasty (ptca) drug eluting stenting treatment procedure part of the stent strut was found crushed when removed from the package. The procedure was successfully completed on the lesion in the mid left anterior descending artery with another 2.75x32mm taxus liberte stent. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: product analysis confirmed the difficulty stated in the complaint. Visual examination of the returned device revealed distal stent damage. Some of the distal struts were bent back distally. The device was returned without the product mandrel and balloon / stent protector therefore, indicating the device had been prepped for use. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized guidewire was inserted through the lumen with no restrictions noted. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be handling damage.